Event description:
Philips received a complaint from the customer, reporting 'oxygen not available' and 'check:vent: oxygen device failed alarms occurred on the v60 ventilator. The device was in clinical use. The device was exchanged for another unit. The customer reported there was no resulting harm. A philips remote service engineer (rse) evaluated the issue with the customer clinical engineer and reported the plan was to transfer the patient from bpap (bilevel positive airway pressure) to hft (high flow therapy). Once standby mode was entered to change mode to hft, the device alarmed with a high priority alarm. Once hft mode started, 2 high priority alarm noted on display: oxygen not available and check:vent: oxygen device failed. The customer checked the oxygen port and all tubings. All were noted as secure with no obstructions. The oxygen port tried in portable oxygen cylinder with no success, both high priority alarm remained displayed. An onsite device evaluation was initiated. A philips field service engineer (fse) evaluated the device and was unable to reproduce the issue. After verification tests and log review, the fse carried out a full service and all tests passed. The device was confirmed to be operating per specifications and no failure was identified. No obvious faults found in the device event logs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address:: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).